Event description:
Medtronic received a report that the depth marking change on the tubes did not allow the clinician to see the depth markings when intubating the patient. The patient was reintubated.